Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there were air bubbles in the cartridge and the infusion set tubing. The reporter stated that cartridge fill technique was correct. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.